Event description:
Report received from abbott international affiliate (abbott-canada) which states, "leaking from bottom of the drip chamber during priming of the secondary set. The pharmacist's hands were splashed with the chemo agent (unknown) but they were wearing gloves and was not adversely affected." Additional information requested, but no further information was provided.